Manufacturer narrative:
The impella device was returned and an investigation is underway. A supplemental MDR will be filed upon conclusion of our analysis.

Event description:
The complainant reported a (B)(6) male patient presenting with cargiomyopathy for impella support. During support, an access site hematoma developed. After decision was made to remove the pump, the hematoma was evacuated. A new pump was placed and support continued.

Manufacturer narrative:
The pump was received and the event was analyzed. Anticoagulation was found to be above the recommended range, therefore, evidence suggests the cause of the reported hematoma was related high levels of anticoagulation.

Manufacturer narrative:
The investigation for the reported purge pressure issues and low flows has been completed. Data logs showed the purge pressure rapidly rising after about 24 hours of support. The subsequent "purge pressure high" alarms were accompanied by simultaneous "placement signal low" and "suction" alarms. The high purge pressure eventually resolved, while the other two alarms persisted for the remainder of support. Images sent by the clinical team confirmed the presence of a large clot ingested in the inflow cage upon explant. Visual inspection of the returned pump revealed the presence of biomaterial on the optical sensor and blood in the purge gap. Additionally, minor kinks were found. When the pump was run, biomaterial ejected from the outflow and all metrics were within normal limits and no alarms occurred. No other damage or abnormalities noted. The cause of the high purge pressure was biomaterial buildup occluding the purge gap. The cause of the suction/low flow was ingested biomaterial. This report is being filed as part of a retrospective review of historical records. H6-medical device codes, component code, investigation findings, investigation conclusions.

Event description:
It was also reported that during support, there was a purge high pressure alarm and a low pump flow alarm. Tissue plasminogen activator (tpa) was administered through the purge solution and the purge pressure high alarms resolved. The low flow alarms continued despite optimal pump placement. The pump was then removed.